Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "patient¿s concern with the product" and deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a curved opening on posterior, a broken plug strap, missing on plug strap (50-75%), flat creases, and white calcification on the shell. Leak test and microscopic analysis was performed which identified a sharp opening on the posterior, and a striated broken edge on the plug strap. A dimension measurement in the shell was performed which identified the thickness was within specification. The fill test inspection was performed, the result was no blockage. Based on the device analysis the final assessment is: a sharp opening on the posterior assessed as an unidentified (tear) opening. Also observed was a striated broken edge on the plug strap assessed as surgical damage, consist in the use of some surgical tool. As a portion of the plug strap was missing, assessment is inconclusive. No valve delamination was observed.

Event description:
Healthcare professional additionally reported "valve delaminated from shell."